Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: the synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that on the distal stent strut rows 1-6, stent struts were damaged and misaligned. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 20mm synergy stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.